Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after correctly preparing the faradrive for the procedure, the physicians were ready to advance it on the guidewire positioned on the left atrium. However, the physician couldn't make the guidewire pass through the dilator. The tip of the dilator seemed closed without lumen or partially occluded. The physician tried manually to adjust the dilator and managed to obtain an open lumen, but the tip was damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.